Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot #va00k0b, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the impedance issue occurred after surgery. The impedance measurements were greater than 4000 on (B)(6) 2014. The high impedance issue resolved immediately after implant. The cause of the impedance was determined and it was not device related. There was no lead fractures noted. Reprogramming was needed on (B)(6) 2014 and no change in symptoms was noted. The patient recovered without permanent impairment. It was reported that the patient still had urgency and urgency incontinence.

Event description:
It was reported that there was a lead revision. The lead was replaced and system upgraded. High impedances was reported and the lead was replaced. It was later reported that the lead was totally removed. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.